Event description:
It was reported that after the infusion set was unpacked, the infusion heater was installed. There was no liquid outflow seen and the pipeline was found to be blocked after changing the old equipment. There was no patient involvement reported and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.